Event description:
It was reported at 05:08 morphine 30ml syringe (1mg/1ml) was programmed on a syringe pump to infuse at 1.17ml/hr. At 09:14 the nurse increased the rate to 1.33ml/hr. At 12:43 the syringe was found empty. Customer stated after the event they switched device from a non locking syringe pump to a locking pca device. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported at 05:08 morphine 30ml syringe (1mg/1ml) was programmed on a syringe pump to infuse at 1.17ml/hr. At 09:14 the nurse increased the rate to 1.33ml/hr. At 12:43 the syringe was found empty. Customer stated after the event they switched device from a non locking syringe pump to a locking pca device. There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired, or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported at 05:08 morphine 30ml syringe (1mg/1ml) was programmed on a syringe pump to infuse at 1.17ml/hr. At 09:14 the nurse increased the rate to 1.33ml/hr. At 12:43 the syringe was found empty. Customer stated after the event they switched device from a non locking syringe pump to a locking pca device. There was patient involvement however no patient harm.